Manufacturer narrative:
The investigation concluded that the system was functioning as designed with no fault detected. The system passed testing as no trouble found. The involved power cord was returned, thoroughly evaluated, and determined to be functioning properly; no malfunctions were identified.

Manufacturer narrative:
Additional evaluation is ongoing. A follow up report will be submitted following the investigation completion.

Event description:
Customer reported receiving a shock when unplugging an affiniti ultrasound system for transport. Preliminary evaluation of the system identified a power cord failure. The user was evaluated and no serious injury has been reported.